Manufacturer narrative:
Section d9: device available for evaluation: yes, date returned to manufacturer: 18 may 2023, section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received cut in half and no defects were observed before and after cleaning the lens. No defects that could contribute to visual issues were observed. The complaint issue was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted as the patient was unable to walk properly due to seeing rings. The halos were disturbing and affecting her daily activities significantly. Vision was 6/6, n6. Vision pre-operative: 6/18 and vision post-operative:6/6. No further information available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section b3: date of event: unknown, not provided. Section e1: initial reporter telephone number:(B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.